Event description:
It was reported that electrodes 1 and 2 showed impedances of less than 150 ohms. The manufacturer representative was unsure if the issue was with the lead or the extension. The patient noted having impedances of less than 50% therapy relief. They were reprogrammed and the issue was resolved and the patient was noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).